Manufacturer narrative:
Batch review performed on 13 december 2021: lot 1902558: 15 items manufactured and released on 27-jun-2019. Expiration date: 2024-jun-15. No anomalies found related to the problem. To date, 5 items of the same lot have been sold with no similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 3 weeks after the primary surgery, the surgeon performed a washout and revised the poly and the surgery was completed successfully. The patient had competitor components and was revised to medacta components on (B)(6) 2021.